Event description:
I require oxygen 24/7 and utilize portable tanks and a chad/drive evolution model om-900 pulse oxygen conservator device when I am away from my house. This device (sn (B)(4)) became intermittent and failed to provide oxygen in the pulse mode. I did not realize that the device was malfunctioning while I was walking until I was severely de-saturated and about to pass out. Rapping the regulator with my knuckles would temporarily restore the functionality of the regulator but a few minutes later, the regulator would again cease to function. This is now the third (3rd) chad om-900 regulator that has failed for me with an identical intermittent condition in the past year and needed to be replaced by my oxygen provider. I have contacted my oxygen provider ((B)(4)) for a replacement regulator but I believe the repetitive failure of this model regulator is dangerous and a significant quality issue that needs to be addressed. I want to bring this matter to your attention.